Event description:
Pt was "shocked" on two separate occasions, while nurse reconnected eeg leads. Examination by physician, confirms a small burn lesion -2-3mm- in size, with tenderness and swelling of surrounding tissue. Equipment taken out of service pending evaluation. Malleable, metal connector housing on je-425 amplifier port noted. With unit correctly connected to je-116a micro mini-box, all lead leakage readings are within nfpa standards. With connector to jack box plugged in upside down, there is lead to lead voltage greater than 6 volts on 28 pairs of leads. 26 of 28 lead pairs had lead to lead leakage greater than 1.9 ma. Correct and visible connector orientation was not clearly defined. Nihon kohden USA rep notified of incident, who concurred that with force, the system could be plugged in reverse mode.